Event description:
It was reported that when the ventilator was connected to a patient, it generated alarms for high o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the monitoring printed circuit board (pcb) were replaced and returned for investigation. The monitoring printed circuit board was tested in a reference ventilator and was working as expected i.e. No fault. During test in a reference ventilator, the air gas module failed the pre-use check in the subtest "flow transducer test". The test log from the pre-use check shows that the air gas module deliver less air gas than expected with the consequence that the oxygen concentration will be higher than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirms the reported problem. We could trace back the reported problem to mars 1, therefore the date of event was determined as (B)(6) 2018. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 (B)(4).

Event description:
Manufacturer ref. #: (B)(4).